Event description:
It was reported after the sheath was used in the beginning of the ep study, a rupture in the distal end of the sheath was noted following removal from the patient and blood was coming out of the rupture site. There were no patient consequences reported.

Manufacturer narrative:
We are awaiting device receipt. A follow up medwatch report will be submitted once the investigation is complete. Date report submitted to FDA by manufacturer: 7/23/2009. Date the initial reporter provided the infromation to the manufacturer: 6/26/2009.